Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2012, inratio: 3.6, lab: 2.4. Inratio result was done at 9am, lab result was done 2 hours later. Pt's target therapeutic range is 2.0-3.0. Pt cut himself on (B)(6) 2012 and was concerned about his bleeding on (B)(6) 2012, so he decided to test his inr, then decided to go to the hosp where a lab draw was performed.

Manufacturer narrative:
Investigation pending.